Event description:
Additional information was provided that the device was later explanted and will be returned. No adverse patient effects were reported.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
The device was later returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed this device was operating in a safety mode with limited programmability, in which single chamber pacing and defibrillation therapy were available. Detailed analysis found that diagnostics built into the device detected unexpected changes in certain locations of device memory. The cause of the device behavior was concluded to be software corruption induced by radiation therapy. Device performance following radiation exposure is discussed in product labeling.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) heard beeping tones then received a shock from the device. Interrogation of the device revealed a red screen due to safety mode. It was noted that the patient was undergoing radiation treatments. Boston scientific technical services (ts) discussed that safety mode could have been due to radiation or a shorted condition. This device was scheduled to be replaced. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.